Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not show an occlusion error when the cannula occluded. Caller reported this issue has occurred several times with several different packages. No adverse event reported. Requested return for the alleged device for evaluation.